Manufacturer narrative:
We have now concluded our investigation for the complaint received. As no sample was returned the failure mode could not be identified by visual or functional evaluation. No lot number was provided so a review of the batch record could not be conducted. Due to the nature of the complaint our clinical team were required to perform an investigation. However due to insufficient information the team concluded: ¿information from the practitioner has not been provided for further consideration of this issue. No further clinical assessment can be rendered at this time. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time¿. Again due to insufficient information, a risk management review could unfortunately not be performed. As limited product information was provided, a device labelling review could also not be carried out. Unfortunately on this occasion no problems were found. However, smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after the use of pico multiple patients had rehospitalizations due to infection and blood staying within. It is unknown how many patients were reported with this issue. According to the nurse, pico became saturated with blood. There is no information regarding which specific pico it was. Devices are not available for investigation.